Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly found a tear on the exposed portion of the soft cannula. It could not be determined when this damage occurred or if it affected insulin delivery during operation. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. A. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320. 18296-eng-aw rev b 06/18 . Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported while a patient was wearing a pod between 1 and 4 hours their blood glucose level rose to 300 mg/dl. As treatment, the patient administered insulin via syringe.